Event description:
Syringe pump tubing breaks off tip of syringe during medication infusion. Nurses are reporting that they will notice fluid leaking around medication infusing on syringe pumps. When they investigate they notice that the syringe tip has broken off inside of the syringe pump tubing. Syringe tips have also broken off during the act of attaching or disconnecting the syringe from the tubing. Nine syringes have been returned since 09/29/2006. Seven syringes were 60ml syringes, two syringe were 20ml syringes. The MFR is bd, franklin lakes, nj 07417. The syringes have come from various locations in the hosp-from pharmacy and blood bank. Enclosed are two lot numbers of 60ml syringes & one lot number of 20ml syringe that have been in pharmacy since the initial occurrence-lot 6188679, 2011-07 and 6188657, 2011-06 for 60ml syringes and lot 6181036 2011-06 for the 20ml syringe-. Please note that these lot numbers are lot numbers that are located in the pharmacy and may or may not be associated with the problem. There have also been multiple lot numbers of syringe pump tubing involved, one lot# is sf2075 537463, MFR ICU medical, inc san clemente, ca 92673.